Manufacturer narrative:
Device was used for treatment. Implant and explant dates are unknown. Investigation could not be completed, no conclusion could be drawn as no device was returned and no part or lot number was provided.

Event description:
A report was received regarding a revision procedure. A patient previously implanted (unknown date) with a plate and screws, right distal femur, presented postoperatively with infection and a broken plate reportedly associated with non-union. During the revision procedure (unknown date), the surgeon removed the broken hardware, performed I&d, biopsy and placed antibiotic beads. This is report #10 of 10 for the same event.

Manufacturer narrative:
Implant and explant dates were reported as (B)(6) 2012.